Event description:
Case description: this spontaneous report was received from a UK healthcare professional and concerns a patient. The patient was injected with radiesse into the nasolabial/nasal base area. After the radiesse injection, the patient experienced signs of a suspected vascular occlusion. At the time of the report, the patient presented the event. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 13-apr-2026: patients gender (female) was provided. She underwent a recent lip procedure (referred to as ez lips), which appeared to involve hyaluronic acid-based filler and/or injectable regenerative material and was not disclosed at the time of the consultation or treatment. At the time of the report, corrective treatment was ongoing and included repeated hyaluronidase treatment and supportive care. The situation was continued to be monitored. The outcome of the event remained unchanged. In the opinion of the reporter, based on this updated history, as well as the anatomical distribution of the symptoms (predominantly involved the lip and adjacent vascular territory) it appeared that the vascular compromise was more likely associated with the prior lip treatment, rather than the radiesse (caha) treatment performed in the nasolabial area.

Manufacturer narrative:
Assessment by merz: no precise information was provided on injection date, event onset date or event localization so a local and temporal relationship can only be assumed based on the wording of this report. Vascular occlusion (serious) is expected based on the current valid UK instructions for use (IFU) leaflet of radiesse and can occur following treatment with radiesse. The IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case the information provided is quite sparse and no further event details or confirmation of an occlusion were provided. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality is assessed as possibly related to the treatment with radiesse based on assumed local and temporal relationship. This case is considered as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information was received on 13-apr-2026: based on information provided, the event occurred in vicinity to the treatment site. Strong confounding factor includes the prior treatment with hyaluronic acid-based filler and/or injectable regenerative material in compatible local relationship to the event localization which has a more likely relationship to the reported event according to the reporter. However, based on the fact that the event occurred after treatment with radiesse a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality remains unchanged as possibly related to the treatment with radiesse based on assumed temporal and compatible local relationship. This case remains serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage.